Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient reported extracardiac stimulation occurring during arm movement. Upon interrogation, it was discovered that the right ventricular lead exhibited elevated capture thresholds and low pacing impedance. Programming changes were performed to resolve these issues. During a remote follow-up on (B)(6) 2023, transmission revealed the right ventricular lead still exhibited low pacing impedance. It was reported surgery was performed 9 jun 2023 to resolve the low impedance. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-25042 new information noted that physician suspected the low pacing impedance was due to a pacemaker header anomaly. The pacemaker was explanted and replaced on 8 jun 2023. The patient was in stable condition.